Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an "error 1" message. Per the onetouch ultra2 owner's booklet, this error appears when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged error message began to appear on (B)(6) 2010 (time unknown). The patient informed the cca that she manages her diabetes with insulin (self adjuster). The patient denied taking any action regarding her diabetes management as a result of the alleged issue. A couple of hours after the alleged issue started, the patient claimed she developed blurred vision and muscle cramps. It is not known if the symptoms the patient developed were associated with a high or low glucose. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not new. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.